Manufacturer narrative:
A field service engineer (fse) went on-site and found a split tubing and replaced it. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating wash concentrate was leaking but they could not locate the source of the leak. No injury was reported.